Event description:
It was reported that the graftmaster stent was used to treat a perforation of the proximal left anterior descending (lad) artery that occurred with the use of a non-abbott device. The graftmaster was advanced but due to the extreme tortuosity of the patient coronary anatomy, after several attempts to cross, the physician was unable to reach the problem area and the device was removed. It was noted by the site that the failure of the graftmaster to cross did contribute to a significant delay for the patient. The perforation was treated using a large coronary balloon at long inflation times. The patient was intubated, had tamponade effusion, hypotension, pulseless electrical activity (pea), asystole, and subsequently expired. The cause of death was noted as the tamponade, effusion, and hypotension due to the coronary artery perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.